Event description:
The home patient's (hp) daughter contacted baxter's technical service center to report that the patient expired. The daughter stated the patient expired on an unknown date in (B)(6) 2012. The daughter was requesting the homechoice (hc) device and supplies be picked up. Global pharmacovigilance provided the following information obtained by homecare services on (B)(6) 2012: on (B)(6) 2012, the patient's registered nurse (rn) contacted homecare services to report that the patient expired. No further information was provided and the nurse declined to provide any additional information.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The device passed both the homechoice rite electrical test and the homechoice rite functional test. The device was determined to meet performance specification requirements per rite testing. Internal and external visual inspections performed revealed no problems. Review of the service dates and activities revealed the previous return of the device was not for the reported problem. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. The problem was not confirmed. The assignable cause of the problem was undetermined. The device was sent for normal servicing.